Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer inspected the station and found no failed icons. Tested the drawer with rx and found no issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure. The customer stated that there was no delay to the patient's workflow since they managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.